Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, externalized conductors were observed on the rv lead. The lead was tested and no electrical issues were noted. The lead remained implanted. Patient monitoring will continue.

Manufacturer narrative:
Should not be serious injury since the procedure was as a result of a routine generator replacement and not a lead issue. Lead issue was not the cause of the surgery. Analysis - the reported initial event was not confirmed. A partial lead was returned for analysis. As received, only the connector segment measuring 44.0 cm of the lead was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes the physician stated there was no issue with lead function and the procedure was just due to a routine generator replacement for elective replacement indicator (eri). There were no patient consequences.